Event description:
It was reported that during an unknown procedure, the teflon pad was falling down. Unknown how case was completed. There were no adverse consequences for the patient. Three devices will be returning.

Manufacturer narrative:
(B)(4). Devices a and b were returned with the tissue pad melted. The device was connected to a test handpiece and generator and it did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. Device c was returned with the distal tip of the blade broken off and it was returned with the device. The remaining blade portion was scratched. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for tissue pad falling off. The tissue pad of the device was in good condition the device was functionally tested with a generator. During functional testing on gen11 instrument error screen was received and when tested with gen04 an error code 5 was displayed. A probable cause of the device stop activating and display an error code 5 or instrument error screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade lockout later in the procedure, and continued usage can result in a broken blade. Device b: batch j9197r, mfg date 5/29/2012, exp date 4/29/2017. Device c: batch j91v8k, mfg. Date 7/25/2012, exp date 6/25/2017.